Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported intermittently would display values and then suddenly display no values with no error message. No patient impact or consequences reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, visual inspection revealed residue on the m15 connector; however this did not affect the functionality of the device. The unit was determined to be functioning as designed. Initial reporter zip code exceeded minimum allowable digits, zip code is as follows: (B)(6). Corrected the UDI # field from blank to (B)(4).